Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he has been getting excessive no delivery alarms from insulin pump. Customer was not able to troubleshoot at the time. The blood glucose reading was 184 mg/dl. Nothing further reported.